Event description:
The pump was removed from the pt and replaced due to fluid loss, ruptured tubing at the pump.

Event description:
The pump was removed from the patient, reason not indicated. Ams has requested additional information.